Manufacturer narrative:
The patient code (B)(4) was previously coded in error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and spinal cord injury/disease. It was reported that the patient has been at the hospital ever since (B)(6) 2019. The patient came into the hospital with abdominal pain and back pain. It was further stated the patient has a baseline of confusion to note. They did not know the patient had a drug pump until they did a cat scan. The hcp wanted a company representative to come out and interrogate the pump to confirm if it is working. No further patient complications have been reported as a result of this event.